Event description:
The customer reported that the system was displaying intermittent communication failure error messages that required a reboot to clear. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and cpu were replaced. The system was then found to be operating as intended.